Event description:
During a coronary stenting drug eluting treatment procedure, stent damage occurred. The physician attempted to advance the taxus express2 3.50 x 12 mm drug eluting stent but it would not cross the lesion. When the device was removed from the patient the stent struts were found to be lifted. The procedure was completed with another taxus express2 stent. No patient complications occurred. Patient condition reported as "ok".